Event description:
During on-site product evaluation, the baxter service technician found that the flogard infusion pump had a broken door latch. This malfunction was identified during evaluation; therefore there was no patient involvement. Additional information is not available.

Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site. During visual inspection is was identified that the door latch was broken. The door latch assembly was replaced to fix the found condition. The pump passed all tests and was returned to the customer in working order.